Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the left ventricular (lv) lead exhibited failure to capture. Chest x-ray performed confirmed the lead was dislodged. The patient was asymptomatic to the event. The lead was extracted and replaced. The patient was in stable condition.